Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. An IV fluid set was connected to the flush port, and flushing was attempted by increasing the saline pressure using a pressure bag. No flow was observed, and no fluid exited the distal tip of the catheter. No additional information was provided. No patient complications occurred.